Event description:
Patient presented ipg exposed at the chest incision site 5 months post completion of chemotherapy for breast cancer. Physician placed the patient on antibiotics and brought the patient into the or 1 week later and removed the entire system.